Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information was requested but not received.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. No additional information was reported.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information was requested but not received.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. No additional information was reported.